Event description:
According to the reporter: occurred during an open right colectomy procedure. The open stapler was being used for the side to side anastomosis. The stapler deployed stapled but did not fully form. The stapler was closed correctly with two squeezes, the handle remained in the locked position indicating that it had been fired. All the staples in the cartridge deployed but weren't put pushed out to reach the anvil, therefore they didn't properly form the colon tissue was then transected and revealed improper or no staple formation. The staples came out of the cartridge but did not come out far enough to form into 'b' shape. This necessitated a complete redo of the anastomosis using another open stapler. There was unanticipated tissue loss and tissue damage as some of the tissue from the original anastomosis had to be removed. The redo led to extended the surgical time by more than thirty minutes. The patient outcome is alive, no injury.